Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6; device problem codes. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer reports were duplicated and attributed to a system interconnection ribbon cable that was not properly seated. The ribbon cable was reseated to resolve the report. The device passed all calibration and outgoing systsems tests after the cable was reseated. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently powered up with no display, when the display did function, the device displayed "internal comm failure- 1472" and "internal comm failure- 1474" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.